Event description:
The pt was having an x-ray exam. The collimator fell after it separated from its holding tube. The technologist tried to push the collimator away and catch it at the same time, as it was falling. The pt says the collimator did touch him in a grazing motion on his forearm. The technologist stated when she examined the pt's forearm, it had no cuts or redness.